Manufacturer narrative:
The instructions for use (IFU) and patient manual warns that disconnecting both power sources (batteries, ac adapter, dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Based on the available information the circumstances and cause of simultaneous loss of power from both sources to the controller cannot be determined. Additional information reported that the controller power ups were done while the patient was at home. They were double disconnects by the patient that were done mistakenly. The patient was aware of it. No effect on the patient. There were no equipment issues that have been discovered by the patient/vad team related to the events. One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple controller power ups and associated motor start events. Analysis of the device could not be performed since the device was not returned for evaluation, a root cause cannot be determined. There are no apparent contributing clinical factors to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information the circumstances and cause of simultaneous loss of power from both sources to the controller cannot be determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual warns that disconnecting both power sources (batteries, ac adapter, dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
With manufacturer's review of log files submitted by the hospital it was noted that the patient had three (3) controller power ups and associated motor starts indicating that both power sources were disconnected from the controller. These events happened at the following dates and times: (B)(6) 2015 at 18:06:59, (B)(6) 2015 at 16:00:23, (B)(6) 2015 at 16:01:23. There is no further information regarding the circumstances leading to these findings or the effect on the patient with investigation in progress.